Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed unexplainable pump reboots. The pump powered on using the returned battery cap. The pump was exercised for 24 hours with no reboots or power losses observed. Evaluation revealed that the battery compartment was cracked. Moisture contamination was observed on the underside of the battery cap. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and a battery compartment leak was confirmed at the battery compartment crack. The pump case was removed and moisture contamination was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the pump rebooting without user intervention was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was rebooting without user intervention. It was noted that replacing the battery was not able to resolve the intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.